Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for low blood glucose. The customer passed out for over blousing prior to his hospitalization which left no insulin in the reservoir. Troubleshooting was performed and the bolus history showed the customer had several twenty five units during the day. The customer stated he changed the battery then had lunch before he had passed out.